Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries (lcfa and rcfa) was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to an abdominal aorta interventional procedure. Reportedly, pre-placement of the first prostyle suture in the lcfa was successful. When attempting to pre-place the second prostyle, a cuff miss [suture retrieval issue] occurred with three prostyle devices in succession. In the rcfa, suture placement was attempted with five prostyle devices, however, cuff misses and foot retraction issues occurred with all five devices. The use of prostyle devices and the pre-close technique was abandoned. The sheath was upsized bilaterally and the procedure was completed. Hemostasis was achieved with the successfully pre-placed prostyle suture in the lcfa and surgical intervention in the rcfa. There was no reported adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Additional physician: dr. (B)(6) - attempted to place suture in rcfa. The additional vessel closure devices with reported issues referenced are filed under separate medwatch report numbers. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty closing the foot may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. Factors that contribute to needle to cuff miss may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.